Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A field service engineer addressed a power failure. After testing different power outlets and inspecting the power supply, the issue was traced to the controller card in drawer. The controller card was replaced and successfully tested, restoring power to the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed a black screen. The customer stated that the nurses were able to remove the medication from another station and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.